Manufacturer narrative:
Follow-up #1 date of submission 11/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down keypad buttons were intermittently responsive. The contrast button is unresponsive. The up button requires increased force to elicit a response. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display and that some areas of the screen are unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.